Event description:
Reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech duplicated the reported event, and observed water in the pt circuit, including the exhalation filter. The service tech replaced the exhalation flow sensor to correct the problem. Extended self testing (est) and performance verification testing was performed on the ventilator, and all tests passed per operating specifications.

Manufacturer narrative:
Exhalation flow sensor.